Event description:
Consumer reports a needle breakoff in consumer's thigh when injecting. When consumer removed the syringe, the needle wasn't there. Went to the ER where consumer was told to watch it; given antibiobics and other medication. Will return to the doctor next week for removal.